Manufacturer narrative:
Evaluation tests or methods used to duplicate / replicate the reported problems: ran each cassette filled to 100 ml at 125 ml/hr for more than 10 minutes. Reported problem duplicated / replicated: no. Both cassettes ran normally and did not cause any errors during the infusion. What caused the reported (primary) problem: the problem was not repeated. Who caused the reported problem: unknown. Actions taken - no actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that the pump won't run- res vol 89.4 ml, rate 2.2 ml/h, given 12.65 ml. Air in line. No patient injury was reported.